Manufacturer narrative:
Product ID: 37702, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. See manufacturer¿s report 3004209178-2018-19606 for report on concomitant product. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the devices weren¿t working and needed to be replaced. The patient clarified that the device work part of the time meaning they don¿t feel stimulation even when they increase stimulation. The patient stated they only feel stimulation slightly at times and needed the devices out. The patient indicated that they had not seen any codes that the devices were depleted. The patient was directed to follow-up with their healthcare provider to discuss replacement. The indications for use were cervical radiculopathy, spinal pain and chronic low back pain.

Manufacturer narrative:
Correction: h1and b2 were corrected as the previous report stated that there was a serious injury that occurred, but no such event occurred. The event is being corrected to a malfunction. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. It was reported that the rep had met with the patient to evaluate the device's for possible replacement. The patient has not received an eri message on wither device. The patient stated that they use the therapy conservatively. The longevity estimates show 2-3 more years for upper body and 3-10 more years for lower body. No further complications were reported or anticipated.